Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 154.6 mmol/l and repeated as 137.9 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the system. A slider on the sample arm mechanism was replaced. Sample arm adjustments and checks were performed. A reference electrode was replaced and a vacuum nozzle was repaired. Calibration and controls were good.